Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of out of specification in relation to the symptom "movement of battery causes power loss," which was found during service evaluation and is considered confirmed. During evaluation, the device was observed to power off when the battery was shifted. Inspection of the rear case found both negative terminal battery contacts to be depressed causing an intermittent power connection when on dc power. The rear case was replaced to correct this condition. Additional information: loose or intermittent connection.

Event description:
During baxter's evaluation of a spectrum pump, movement of battery caused power loss . There was no patient involvement.